Event description:
It was reported that pump experienced malfunction alarm with code malf 12 and corresponding fault ID, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully performed reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue happened again, which customer acknowledged and understood.